Manufacturer narrative:
To date, product has not been returned for further investigation. The useful life of freestyle freedom lite meter is 5 years. As the manufacturing date of this product is 2017, it has been in distribution beyond its useful life at the time of the complaint. Since the product exceeded its useful life, it is determined to have met specification when the product was released and through its lifespan. No further investigation activities are being performed at this time. All pertinent information available to abbott diabetes care has been submitted.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Event description:
The reporter contacted abbott diabetes care, alleging the meter will not turn on. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Additional information: section h4 (device mfg date) has been updated based on the returned product. The reported meter (B)(6) has been returned and investigated with retained test strips. Visual inspection performed on the returned meter and no issues were observed. The meter did not power on with button, or strip insertion. The meter was sent for further investigation and de-cased. Performed internal visual inspection on the de-cased meter; no issues were observed. An extended investigation was also performed. Measured the resistance of capacitor c12 and observed it to be within specification. Capacitor c12 was re-flowed to establish a good solder connection across c12. The meter powered on after the solder was re-flowed. The rest voltage was measured and was observed to be within specifications. It was determined that a bad solder joint could create a resistive load and cause the rest voltage to be at a low level. Therefore, this issue is confirmed to poor solder on capacitor c12. All pertinent information available to abbott diabetes care has been submitted.